Manufacturer narrative:
N/a

Event description:
It was reported by the field clinical specialist that during a transcatheter heart valve (thv) procedure with a 27mm trilogy heart valve an embolization occurred as a result of valve migration. The trilogy heart valve was deployed successfully and confirmed by imaging to be in position. Prior to retraction of the delivery catheter (dc), imaging confirmed that the blue sleeve was sitting correctly on the taper. During retraction of the dc, the dc got caught on the thv's sealing ring and moved the valve out of position, resulting in embolization. It was also observed that the gap between the dc deployer and controller was larger than expected, suggesting the incorrect operation of the device during this step. Following embolization, the thv migrated toward the ascending aorta and became lodged just proximal to the truncus brachiocephalicus, where its eyelets and intermediate struts became trapped in the ostium of that vessel. The valve was temporarily secured against further movement using a snare via the radial artery. The medtronic evolute pro+ 34 was identified as the only suitable device due to the size of the ascending aorta at the site of lodgment (36mm diameter) and a valve-in-valve (viv) procedure was performed successfully, permanently securing the embolized thv in place. A second jenavalve thv was subsequently implanted successfully in the native position. The patient remained stable throughout and was reported to be in good condition following both procedures. The device will not be returned. Jenavalve technology conducted a full DHR review which showed that all components of the system met all inspection criteria. Per the instructions for use (IFU),possible adverse events that are generally associated with transcatheter-based and general aortic valve replacement include but are not limited to prosthesis migration or dislocation/embolization.